Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11169. It was reported the pt no longer felt stimulation. The sjm representative increased the amplitude, but the pt could not feel the stimulation. Interrogation of the system and x-ray did not reveal any anomalies. It was reported the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.